Event description:
Laparoscopic cholecystectomy - "clip applier was being used in lap chole. When clip was placed on top of an existing clip on the clip applier jammed. Once the surgeon ((B)(6)) tried to pull the applier back, the jaw dislodged into the abdomen. She then removed the jaw through a 12 mm trocar." Pt status: "discharged home."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.